Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several steps to resolve the issue, including disconnecting tubing, tightening connections, and delivering boluses. Customer was advised to replace supplies as necessary and resume insulin delivery.